Manufacturer narrative:
(B)(4)

Event description:
It was reported that the unpacked rotawire contained foreign matter. During the preparation of a 330cm rotawire¿, staff found a hair inside the unpacked rotawire. The device was exchanged for a different device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has a hair inside of the pouch. As part of overall visual revision. The device was returned inside its original pouch, it was sealed; inside of the pouch there is something similar to a human hair. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that the unpacked rotawire contained foreign matter. During the preparation of a 330cm rotawire¿, staff found a hair inside the unpacked rotawire. The device was exchanged for a different device.